Event description:
This hospital checks for water leaks as a safety measure. Per the MDR received at safeskin, 3 of six gloves checked in one batch leaked. Unable to tell definitely if the product specified (pfe) is the product they used from the information given. It does, however, seem to describe this product ("powderless latex gloves".)